Event description:
The customer stated that she was connected during the manual prime and infused the entire reservoir of insulin into her body. The customer's blood glucose reading was 54 mg/dl and she was feeling disoriented at the time of the report. Paramedics were called to treat the customer. It was later reported that the customer was hospitalized, due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.